Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported that the system was explanted and was not replaced. In regards to the reason for explant, the system initially controlled symptoms but lost effectiveness.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the device was no longer relieving pain as intended. The patient experienced leg pain. The event resulted in an unscheduled clinic or office visit where the device was reprogrammed on (B)(6) 2016. The programming and device was unable to relieve the pain. The patient stopped using the device and the therapy was suspended on (B)(6) 2016. The event was related to the device or therapy, specifically to the neurostimulator, and was not related to the implant procedure. The event was unresolved with no further action planned. The system was later received for analysis with no information.

Manufacturer narrative:
Analysis found the ins was at reduced capacity due to overdischarge. The last recharge while implanted took place on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.